Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a captivator micro oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, it was impossible to cut the polyp despite adhering to the directions for use. The procedure was completed with another captivator micro oval snare . There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.